Event description:
Customer called on (B)(4) 2012 reporting of erroneous complete blood count (cbc) results which were generated on the lh 500 hematology analyzer without instrument generated flags or messages for two patients. Customer stated that the results were generated using capiject "bullet" tubes in the manual mode for the two patients. Customer indicated that the samples were redrawn and run on a full purple tube in automatic mode on the same lh 500 and the results were different and considered correct. Customer noted that qc for both modes recovered within expected ranges before and after each event. This report is for patient #2 who had erroneous cbc results generated on (B)(6) 2012. Please see medwatch #1061932-2012-00658 for the erroneous results generated for patient #1 on (B)(6) 2012. Erroneous (high and low) white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb) and calculated hematocrit (hct) results varying in magnitude and direction were generated for two runs from different bullet tubes for patient #2 on (B)(6) 2012. Upon review of the instrument printouts provided by the customer, it was discovered that erroneous mean cell volume (mcv) results were also generated for the first run. Customer stated that the erroneous results were not reported out for patient #2. There was no change to patient treatment and therefore no death or injury was associated with this event for patient #2. Beckman coulter field service engineer (fse) was dispatched on (B)(4) 2012, and verified the integrity of the aspiration system and diluent dispensers, and checked needle piercing. Fse reported that the hgb lamp was replaced because it showed a drift in voltage. Fse noted that the blood sampling valve (bsv) actuator was not always rotating the bsv properly and required a replacement. Bsv actuator was also replaced and repairs were verified per established procedures. Root cause for the erroneous cbc results was attributed to the defective hgb lamp and bsv actuator.